Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not functional. The cause for the failure was caused by the rear response button center/ dome was damaged. Additionally, the front response button dome was missing. The root cause of the off damaged and missing dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.